Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing of noise causing episodes of high ventricular rate (hvr) and inhibition of rv pacing. The lead was capped and replaced. There were no adverse health consequences, the patient was stable.